Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and loss of consciousness. Once at the hospital the patient was treated with an insulin drip. The patient was released from the hospital after 1 week. The pod will not be returned as it had been disposed of.